Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was seen in the emergency room (ER) with an episode of supraventricular tachycardia (svt) that reportedly slowed down after receiving medication. It was noted that patient had approximately 15 episodes of ventricular tachycardia (vt) with no therapy delivered. As of this time, this device remains in service. No adverse patient effects were reported.